Event description:
One day after implant, high impedance, low sensing and loss of capture were observed. When the physician opened the pocket, it was noticed that the pace/sense setscrew was not tightened all the way down. The setscrew was tightened and the measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.